Event description:
The customer reported that vtach episodes were not captured in the alarm review [which suggests that the device did not alarm]. The customer reported that the cms monitor was reporting pulse alarms and not heart rate alarms, and that the banner showed the all arrhythmia alarms off message (which indicates that heart rate alarms are turned off).

Manufacturer narrative:
The hosp biomedical engineer called the remote technical assistance ctr (r-tac) and reported that the cms monitor was reporting pulse alarms and no heart rate alarms , and that the banner showed the all arrhythmia alarms off message (which indicates that heart rate alarms are turned off). The biomedical engineer also stated that there were no v-tach alarms in the alarm review. The r-tac clinical support engineer explained to the biomedical engineer that when pulse is selected as the alarm source, heart rate alarms are disabled. This is being considered user misunderstanding of device functionality, and not a device malfunction. A service order was also created for this issue, and a field service engineer (fse) was paged to go to the customer site. The fse contacted the biomedical engineer and confirmed that the issue was resolved and that no site visit was needed. No further calls have been logged for this customer issue. The labeling (IFU) is clear in its descriptions of alarm sources and behaviors. No further investigation or action is warranted. (B) (4).